Manufacturer narrative:
Patient identifier and weight were not made available from the site. 09/14/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. 09/18/2015 a medtronic representative, following-up at the site, performed system check-out and was unable to replicate the issue; straight suction verified without issue. The medtronic representative educated site on proper emitter placement, as well as, the proper protocol to verify instruments. 09/24/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated, suspect poor emitter placement. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while in an ear, nose & throat (ent) procedure, they had difficulty tracking the straight suction. This issue occurred halfway through the surgery when the straight suction went to red status. It was not known whether or not the site performed any trouble-shooting. The site re-registered the patient and then were able to successfully track the straight suction. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.